Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced a high blood glucose reading of 500 mg/dl due to a threshold suspend alarm at night. Customer declined high blood glucose reading troubleshooting as she is aware of the cause of the high readings. It was noted that the threshold suspend at night prevented her from receiving insulin for two hours. Customer believes that the sensor is reading low when she is not. No device is being returned for analysis.